Manufacturer narrative:
Patient developed scarring on chest area following a laser liposuction procedure. Patient was prescribed keflex and lortrab for preventative post care treatment and received medical intervention from site doctor. This incident took place 3.5 years on (B)(6) 2012, but cynosure became aware on 11/30/2015. This incident is reportable because the patient sought medical intervention and developed scarring.

Event description:
Patient developed scarring on chest/abdomen area following a laser liposuction procedure.